Event description:
I had a t-sling transvaginal mesh placed on my bladder for pop and over the past 3-4 yrs, I have developed poor quality of life from not being able to urinate properly, diarrhea constantly, bad abdominal pain with blood bowel movements and no sex due to the pain too great to bear. I currently have applied for social security disability due to not being able to do anything. I have no insurance and access to no medical care at all. What do I do about this faulty piece of medical equipment being inside my body?